Event description:
A set of polarus loaner instrumentation was used during the repair of a humeral fracture. In the process of using the reamer, dried bioburen flaked from the instrument into the patient's wound. The hospital that had used the instruments previously did not clean them properly, and the hospital that received and used the instruments during the surgery where the incident occurred did not check the cannulated instrument prior to sterilization. Acumed obtained the advice of an or supervisor of one of the prominent hospitals in cos area. She stated that it is common practice for hospitals to give more attention to cannulated parts and run brushes through them while cleaning.